Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the patient¿s prolonged anesthesia time was caused by the needle¿s inability to move back and forth. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ ¿do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result.¿ ¿do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult.¿ this supplemental report includes a correction to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: d9, h3, h4, h6 and the device evaluation. A correction was made to d4 in addition. The customer returned one single use injector model number na-u401sx-4021 lot number pw308547 for evaluation. The device was received with the original packaging; however, it was opened. A visual inspection was performed on the ¿as received¿ condition on the device; the handle, slider and locking mechanism are all in working condition. Two fingers were ran down the entire length of the insertion tube portion sheath, minor kinks observed where the insertion tube. A function check was performed by manipulating the slider back and forth. The needle does not extend out of the distal end. The distal end was examined under a microscope without any visibility of the needle. The detached part was not returned for evaluation. In addition, the stylet was not returned either. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during the initial use of the single use aspiration needle na-u401sx during the endobronchial ultrasound (ebus) procedure the needle could not retract once deployed into the lymph node, after a few passes. As such, the scope was pulled out along with the needle and cut the needle tip in order to pull it out of the scope. The procedure was extended by about 15 minutes requiring additional sedation. Additionally, medical intervention was undertaken and the physician had to cut the endotracheal tube and readjust the tube and ventilation. It was ensured that airway was not compromised and bronchoscope was not damaged. The procedure was completed with a similar device. The patient's condition was not impacted and the procedure did not affect the patient's outcome or diagnosis.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00257. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.